Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation presented visible air bubbles. Device had constantly had air bubbles during washing and preparation. The sheath was never inserted inside the patient's body. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during preparation presented visible air bubbles. Device had constantly had air bubbles during washing and preparation. The sheath was never inserted inside the patient's body. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The device has been returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. The sheath exhibited leaking during aspiration testing as micro air bubbles were observed through the tear on the outer valve.